Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting diaphragmatic stimulation, inconsistent capture and high threshold measurements. A lead revision was performed and it was noted that the lead had microdislodged. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.